Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited oversensing of probable myopotentials on the right ventricular (rv) lead. Technical services (ts) reviewed the episode and confirmed oversensing, along with a brief period of asystole and pacing inhibition lasting approximately three seconds. Ts noted that increasing sensitivity was unlikely to resolve the issue without compromising ventricular fibrillation (vf) detection. Further system evaluation was recommended as reprogramming options were limited. This device remains in services. No additional adverse patient effects were reported.